Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Mechanism of the guidewire fracture: based on the previous reproductive test results, terumo ashitaka factory is aware that the guide wire may become fractured when it has been subjected to one of the following loads, and the fracture section of the core wire presents some regularity depending on the load the guide wire has been subjected to: when a guidewire is subjected to an excessive pulling load in one direction, the fracture end of the core wire deforms in a tapered shape; when a pulling load is applied to a guidewire kept in a loop shape, the fracture end deforms in a curve shape; when a guidewire is subjected to excessively repetitive bending load at 90-degree angle, dimple pattern is observed on the fracture surface of the core wire; when a one-way torque load is applied to a guidewire kept in a curved shape, radial pattern is observed on the fracture surface of the core wire. Based on the description of the event, it was likely that the actual product was exposed to an excessive pulling load while being trapped in the calcified lesion, which resulted in the tip section getting severed. However, with no return of the actual device the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k122590, k163004. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved radifocus glidewire advantage was used during the procedure. The wire became stuck in the calcification. The wire tip then became torn. The coiled part of the wire detached from shaft and was pulled apart, during pull back of the wire. The patient was not harmed. The procedure outcome was not reported.